Event description:
Patient was revised to address pain and acetabular loosening. Update (B)(6) 2011 - medical records were received. The revision operative report indicates there was metallic fretting deris at the morse taper junction with the large head. Additionally, it was noted there was an accumulation of cloudy brownish fluid around the hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** (B)(4) 2011 - medical records were received. The revision operative report indicates there was metallic fretting debris at the morse taper junction with the large head. Additionally it was noted there was an accumulation of cloudy brownish fluid around the hip. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.